Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to intermittent conductivity within the electrode connector. This caused the device to start and stop analyzing. A visual inspection found that the electrode connector had minor contamination on both contacts and the white contact was found to be damaged in the plastic housing. The electrode connector harness was replaced to resolve the report. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old-female patient , the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.